Event description:
As reported, the balloon of a 3mm x 4mm 40cm slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured during use. As a result, the slalom thrill pta balloon catheter was removed, and an unknown balloon catheter was used to complete the procedure. There was no reported injury to the patient. This was during a vascular access intervention therapy (vaivt) procedure. Additional information was requested but was not provided, and the device will not be returned as expected.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82223664 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, g4, g6, h1, h2, h3, h6, h10 this is an updated complaint conclusion due to product return and evaluation. As reported, the balloon of a 3mm x 4mm 40cm slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured during use. As a result, the slalom thrill pta balloon catheter was removed, and an unknown balloon catheter was used to complete the procedure. There was no reported injury to the patient. This was during a vascular access intervention therapy (vaivt) procedure. Additional information was requested but was not provided. The device was returned for analysis. A non-sterile unit of a slalom pta .018 hp 40 3x4 percutaneous transluminal angioplasty (pta) balloon catheter was received for analysis inside a plastic bag. Per visual analysis, no anomalies were observed on the unit at the naked eye. Per functional analysis, balloon inflation testing was successfully performed. A syringe filled with water was attached to the inflation lumen of the unit and pressure applied. The balloon was inflated as expected. Neither burst nor any anomaly was observed. A product history record (phr) review of lot 82223664 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was not confirmed during device analysis. The exact cause of the reported event could not be determined. It is likely procedural factors and handling of the device, contributed to the event reported by the customer. Per functional analysis, the balloon was inflated successfully; neither a leakage nor a burst was observed on the balloon. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no anomalies were noted on the device. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.